Event description:
The nurse reported the system did not recognize the footswitch. A system message displayed during a case. The footswitch and cable were switched out and the surgery was completed. There was a five minute delay. No pt injury was reported.

Manufacturer narrative:
The footswitch and cable have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).